Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing due to the open port of the main system stopcock being broken. It is unknown how or when this damage occurred. There was proteinaceous debris noted within the device. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient began treatment with the device on (B)(6) 2016. According to the report, a leak was found on (B)(6) 2016. The physician replaced the device with a new one and the issue was resolved. Reportedly, the current status of the patient is normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.